Event description:
The patient experienced a loss of therapeutic effect along with tingling in her fingertips and occasional warmth at the ins pocket following a lightening storm in which lightening hit a tree right outside her house. This occurred two months prior. Further information is being requested at this time.

Manufacturer narrative:
(B)(4)